Event description:
Essure permanent birth control system was explanted from a patient after approximately 6 months due to abdominal pains. It is unclear if the device is faulty as abdominal pain is a listed side effect. Device will be sent to the manufacturer for additional investigation. Manufacturer response for permanent birth control intrauterine device, essure permanent birth control system (per site reporter): as of this report, the manufacturer has opened an investigation into the device. However, no other details have been provided.